Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented 13 days post photo refractive keratectomy (prk) stating that last night the left eye felt like a "knife stabbing" several times. No discomfort was reported in the office. Patient's vision is good and not affected. Patient is using artificial tear every 30 minutes in both eyes. Slit lamp exam showed a clear and quiet eye with no staining in both eyes. Patient is to begin using sodium chloride hypertonicity ophthalmic ointment every hour in both eyes.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).